Event description:
As reported, while using 6/7f mynx control vascular closure device (vcd), the sealant protection opened excessively when the user attempted to insert the device into the non cordis sheath. The user felt resistance when entering through the sheath introducer, so device insertion failed. Hemostasis was achieved with manual compression for twenty five minutes and no extended hospitalization was necessary. There was no reported patient injury. The device was used during a percutaneous transluminal angioplasty (pta) procedure and the physician was being trained on its use. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, as per the instructions for use (IFU). The vessel type was femoral arterial, and its diameter was verified to be greater than 5 mm. The mynx vcd was prepped according to the IFU. There was no damage to the packaging. There was no damage to the device noted prior to the reported issue. The device will be returned for evaluation. There was no balloon rupture. The device will be returned for evaluation. Addendum: product analysis demonstrates the sealant sleeves were not fully covering the sealant and it was noted swollen from exposure to blood.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, while using 6f/7f mynx control vascular closure device (vcd), the sealant protection opened excessively when the user attempted to insert the device into the non-cordis sheath. The user felt resistance when entering through the sheath introducer, so device insertion failed. Hemostasis was achieved with manual compression for twenty-five minutes and no extended hospitalization was necessary. There was no reported patient injury. The device was used during a percutaneous transluminal angioplasty (pta) procedure and the physician was being trained on its use. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, as per the instructions for use (IFU). The vessel type was femoral arterial, and its diameter was verified to be greater than 5 mm. The mynx vcd was prepped according to the IFU. There was no damage to the packaging. There was no damage to the device noted prior to the reported issue. There was no balloon rupture. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe and the procedural sheath were not returned, and the stopcock was observed opened. The sealant sleeve assembly was observed to have been severely kinked bent as received. Additionally, the sealant sleeves were not fully covering the sealant and it was noted to be swelled from exposure to blood. The balloon was observed deflated. A dimensional test was not performed on the returned device due to the damages to the sealant outer sleeve assembly as received. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. Per microscopic analysis, visual inspection at high magnification revealed that the sealant sleeve assembly was observed to have been severely kinked/bent as received. Additionally, the sealant sleeves were not fully covering the sealant and it was noted to be swelled from exposure to blood. The reported event of ¿sealant sleeves (cartridge assembly) frayed/split/torn¿ was not confirmed through analysis of the returned device; however, a severely kinked condition of the sleeves was noted. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion), and/or the condition of the sheath (although not returned) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective preventative actions will be taken at this time.